Event description:
It was reported that the customer's insulin pump did not deliver insulin, however there was an absence of a no delivery alarm. The custoemr stated that he also had a bent cannula. Customer's blood glucose level at the time 350mg/dl. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.